Event description:
Complainant alleged that during a routine shift check by a clinician, the device stopped ventilating. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress and troubleshoot testing without duplicating the report. The leaf valve and the cpu to pim cable were replaced as a precaution. The device passed all complete calibration and outgoing systems tests. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.